Event description:
Cystoscope tur plastic sheath tip broke off while inside the pt. Surgeon was able to retrieve the broken piece. The device was evaluated by our spectrum instrument management rep and determined to be a clean break, thereby confirming all pieces were retrieved in their entirety. Reason for use: cystoscopy, bladder biopsy.